Event description:
Pump flowed fast. Finished a day early. Expected to last 100 hours, but seems like it finished in about 72 hours.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. No sample has been received for investigation and evaluation, although it has been reported that the sample was available. Without the actual product, a complete analysis cannot be conducted. A review of the lot history found this is to be the only complaint for fast flow for the reported lot. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.